Manufacturer narrative:
It was reported that on (B)(6) 2023 the patient experienced dizziness and oxygen desaturation when using the life2000 device. The patient was switched to his alternative mean of oxygen support and recovered within a couple of minutes. No medical intervention was required. There was no report of device malfunction. The patient is a 59-year-old male with relevant medical history of chronic obstructive pulmonary disease and chronic respiratory failure with hypoxia. During follow-up with a hillrom clinical support specialist the patient also stated he could not recall the exact spo2 level during the reported desaturation episode but confirmed ¿I couldn¿t breathe.¿ the patient started using the device 1 week prior to the reported event ((B)(6) 2023) and re-attempted using the device following this episode, but he did not feel safe to use it. The device will be returned by the patient. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, it could not be confirmed if the patient¿s oxygen level was clinically below normal range, the change was temporary, and the patient recovered at home by switching to his own already prescribed o2 supply with no medical intervention required. However, the event of oxygen desaturation accompanied by symptoms of dizziness and inability to breathe is considered a serious injury. Additionally, there was no report of device malfunction. The ultimate cause is undetermined at this time; however, it is reasonable to conclude that the reported event was likely due to the pathophysiology of the patient's above-noted medical condition and poor tolerance to life2000 therapy, and unlikely caused by the device itself.

Event description:
It was reported that on (B)(6) 2023 the patient experienced dizziness and oxygen desaturation when using the life2000 device. The patient was switched to his alternative mean of oxygen support and recovered within a couple of minutes. No medical intervention was required. There was no report of device malfunction. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, product code, and UDI corrections were required to this MDR in alignment with the gudid.

Event description:
It was reported that on (B)(6) 2023 the patient experienced dizziness and oxygen desaturation when using the life2000 device. The patient was switched to his alternative mean of oxygen support and recovered within a couple of minutes. No medical intervention was required. There was no report of device malfunction. This report was filed in our complaint handling system as complaint # (B)(4).